Manufacturer narrative:
The reported event was confirmed as use related. Received only the catheter cut into 2 pieces for evaluation. The sample was visually evaluated and it was observed that the catheter was broke at the catheter shaft. The surface was normal in appearance with the presence of a typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external forced or cut with a sharp object that could cause the catheter break. The breakage did not occur as a result of any manufacturing process related cause. The following results were found during the dimensional evaluation: 1st piece (catheter shaft) - 9cm long 2nd piece - 34 cm long from tip the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was originally reported that the user found that the catheter had been broken approximately 1 week after placement. Subsequently, the balloon deflated and dislodged from the patient. It was later reported that the patient allegedly suffered from delirium, and was bed-ridden. Upon inspection, it was confirmed that the catheter was pulled out by the patient . No additional intervention was needed. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the user found that the catheter had been broken approximately 1 week after placement. Subsequently, the balloon deflated and dislodged from the patient. It was later reported that the patient allegedly suffered from delirium, and was bed-ridden. Upon inspection, it was confirmed that the catheter was pulled out by the patient . No additional intervention was needed. The catheter was replaced.